Manufacturer narrative:
(B)(4). It was reported that a patient underwent a retro peritoneal tumor resection procedure on (B)(6) 2015 and suture was used. During the procedure, the suture separated from the needle during suturing of the subcutaneous tissue and then the surgeon threaded the same suture on another needle to keep on suturing. At the end of suturing, the suture broke and another like a suture was used to complete the procedure. There were no adverse patient consequences. Conclusion: the actual sample was returned for evaluation. Visual examination revealed no defects on the needle and the suture was not returned for evaluation. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a retro peritoneal tumor resection procedure on (B)(6) 2015 and suture was used. During the procedure, the suture separated from the needle during sewing of the subcutaneous tissue. There were no adverse patient consequences. Additional information has been requested.